Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient experience what felt like a burst of stimulation and saw a flash of light. They also were experiencing a return of symptoms. There was no known environmental/external/patient factors that may have led or contributed to the issue. Impedance testing showed contacts 1 to 3 on the left lead were over 40,000. Surgery is planned for (B)(6) 2018. The issue was not resolved, and the patient's status was alive-no injury at the time of the report. No further patient complications have been reported as a result of this event.